Manufacturer narrative:
One pressurewire x, wireless was returned to the manufacturer for analysis. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire had been kinked and the shaft had been kinked and flattened at the location of the fracture. The combined length of the two shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Event description:
During the procedure, the guidewire fractured inside the patient. During angioplasty, a balloon was attempted to be removed over the kink in the mid to proximal are of the guidewire, and the guidewire fractured at the location of the kink. When the device fractured, it was removed with the balloon. Another guidewire was used to continue and complete the procedure with no patient consequences.